Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no blood flow to the om branch. It is believed that the double stenting with the 3.0x15mm onyx frontier des, which was successfully deployed, caused the occlusion/disappearance of the om branch. Intervention was not needed for the disappearance after double stenting of the om branch. Flow was not restored to the om branch during/after the procedure. There were no residual patient symptoms after the procedure. The ivus was a non-medtronic device. The 2.5mm nc balloon which failed to post dilate the stent was a non-medtronic device. Event date provided. Image analysis: four still procedural images were provided from a photo taken from the catheter lab monitors. It is difficult to confirm the sequence of events from the still images, but stent deformation can be confirmed for the resolute onyx stent based on one of the images which shows a stent with a gap mid-stent where the stent wires have been deformed. Two of the other images appear to confirm that the om1 has shutdown post stenting. It is difficult to interpret the fourth image, it appears to show the delivery of a device into the lcx with contrast injection. But due to the still image nature it is not possible to fully confirm what this image is attempting to show. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent (des) and one onyx frontier des to treat a mildly tortuous, mildly calcified lesion in the mid circumflex (cx) artery. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used. It was reported that the resolute onyx stent elongated and deformed in vivo post deployment. It was detailed that the resolute onyx device was deployed at 12 atm and then inflated again to 16 atm and was found to be elongated. An attempt was made to use an intravascular ultrasound (ivus), but the ivus catheter failed to pass the stent edge. Therefore, a 2.5mm nc balloon was attempted to be used to post dilate the stent but failed. Then a 1.5mm nc balloon and a 2.0mm nc balloon were successfully used for post dilation. Then, a 2.5mm balloon was used for post dilation and it was found that the stent was deformed. To try and close the gap a 3.0x15mm onyx frontier des was used but failed to cross the stent edge of resolute onyx des. Another 3.0x15mm onyx frontier des was used and successfully deployed. The obtuse marginal (om) branch was found to be disappeared after double stenting. The patient is alive with no further injury.